Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that "on (B)(6) 2024, in the department of anesthesiology, the patient developed a severe allergy after placement of an anti-infective central venous catheter, which was extubated, and efforts were made to resuscitate the patient, who is now in a n on-life-threatening condition." The patient's current condition is reported as "fine".

Event description:
It was reported that "on (B)(6) 2024, in the department of anesthesiology, the patient developed a severe allergy after placement of an anti-infective central venous catheter, which was extubated, and efforts were made to resuscitate the patient, who is now in a n on-life-threatening condition." The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "remove catheter immediately if adverse reactions occur after catheter placement. Chlorhexidine containing compounds have been used as topical disinfectants since the mid-1970's. An effective antimicrobial agent, chlorhexidine found use in many antiseptic skin creams, mouth rinses, cosmetic products, medical devices and disinfectants used to prepare the skin for a surgical procedure." The complaint was able to be confirmed based on the additional information provided by the customer. The customer confirmed that the patient experienced an allergic reaction due to chlorhexidine or silver. A device history record review was performed and no relevant findings were identified. Based on the customer provided information, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.